Manufacturer narrative:
Concomitant medical devices: 4068 lead implanted (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and short ventricular intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.